Event description:
User experienced a leak from the analyzer. The leak was discovered when the user noted a pool of water on the floor under the analyzer. There were no injuries and no patient samples were involved. The field service representative determined the water inlet valve was stuck open. He reseated and cleaned the water inlet valve.